Event description:
During evaluation of a returned spectrum pump, the device alarmed air in line. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device tested for flow lines for an air in line test and passed. A review of the event history log revealed multiple air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be force sensor scale factor calibration was out of specification. The force sensor scale factor will be calibrated to address this issue, and ultrasonic sensor will be calibrated as a precaution. Should additional relevant information become available, a supplemental report will be submitted.